Event description:
Customer reported poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and retapped the input power transformer to compensate for customers power system. System operates as intended.